Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged an inadvertent infusion had occurred on (B)(6) 2015 following a cartridge change. Pump emitted an empty cartridge alarm and patient got a new cartridge, but did not disconnect at the skin site and manually primed the pump when putting the cartridge into the pump. Blood glucose (bg) dropped to 45mg/dl with confusion, difficulty speaking, and cognitive impairment. Patient required no unusual treatment. During troubleshooting customer support (cs) found no potential causes of an inaccurate delivery issue: time/date were correct, basal and bolus histories were as expected. This complaint is being reported as cs attributed the bg excursion to training/misuse.

Manufacturer narrative:
Follow-up #1 date of submission 04/07/2016. Correction to brand name & model #: the device information was unknown at the time of the complaint.